Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a thyroidectomy, the blue insulation on the instrument jaws flaked off and into the pt cavity. The material was retrieved and there was no pt injury.